Event description:
The pt was injected the second of three-injection regimen in the knee. The pt allegedly developed a pressure sensation under the knee cap that was felt down her leg, swelling and soreness. The pt was treated with celebrex for the inflammation.

Event description:
Product was returned as an implant failure because of infection. Based on the report, the pt had moderate oral hygiene and moderate bone condition. The pt also had a medical history of tobacco use. The surgery was a one stage surgery in which the fixture was placed with primary closure in tooth location #31. No bone augmentation material was used. The pt was described as recovered with no complications.

Manufacturer narrative:
(B) (4) (B) (4)

Manufacturer narrative:
(B) (4). There is a CAPA investigation associated with this report. (B) (4)

Manufacturer narrative:
(B) (4). The software version in this pump (B) (4), categorized as colleague 2006.

Event description:
The customer reported that a colleague infusion pump had a failure code 810:11. The infusion rate was 50ml per hour and the device failed 34 minutes into the infusion. The customer was returning the loaner pump for recertification. The failure code resulted in a stopped therapy while a patient was connected. This occurred on a general patient ward. It was reported that there was no moisture in the tubing channel. According to the customer, there was not an adverse event, patient injury or medical intervention associated with this report. There is no further complaint information.

Event description:
The customer stated that the insulin pump did not have any audio tones or vibrate. Troubleshooting was performed and the insulin pump failed the self test. Nothing further was reported.

Manufacturer narrative:
(B) (4). The pump was returned and evaluated at baxter. The key presses from the event history were repeated and the pump was run at the customer's rate of 50 ml/hr in primary mode for 24 hours, but the failure code 810:11 was not duplicated. The reported condition was confirmed and the cause was an air in line pcb (printed circuit board) is out of calibration. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer.

Manufacturer narrative:
(B) (4)the device is available for evaluation and has been returned back to baxter. The product evaluation has not yet begun.a follow-up report will be submitted when the evaluation results and any other additional information becomes available.